Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
According to the surgeon, the patient had an explant of a stryker total hip (right hip) due to infection (B)(6).

Manufacturer narrative:
Additional devices listed in this report: cat # 502-03-54e, lot # ad4pl5, description: primary tritanium hemi cluster hole cup 54mm, cat # 626-00-42e, lot # 52559702, description: modular dual mobility insert, cat # 6570-0-128, lot # 52911301, description: delta v-40 ceramic head 28/0, cat # 6720-0737, lot # 52394905, description: size 7 accolade ii 132 deg, cat # 2030-6535-1, lot # k35r03, description: 6.5 cancellous bone screw 35mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
According to the surgeon, the patient had an explant of a stryker total hip (right hip) due to infection (B)(6).